Event description:
Pt called physician at 5:30 pm to say bag was empty. Pt was hooked to ambulatory pump with 4200 mg 5fu/135cc programmed at 2.9 cc/hr to run oves 46.33/hr. This was double checked by 2 nurses and documented. Pt returned to clinic the next day at 8:15. Bag was empty. Pump said 140cc vol at 28.o cc/hr over 5 hours. Pt was hospitalized this past weekened.